Event description:
Event description cpi received information that prior to implant a capacitor reformation was performed that took longer than expected and was manually aborted. A second attempt was successful, after which it was noted that the battery status was below a beginning-of-life (bol) status. Additional capacitor reforms were performed successfully and battery status was noted to be within +/- 0.1 volt, however, the ICD was still abondoned and replaced with another ICD.